Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked belt clop slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called stating his insulin pump is alarming motor error. Customer's blood glucose level is 273 mg/dl, and he has not treated yet. The alarm occurred during two bolus deliveries. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.